Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2003v in the patient's eye with no problems. However, the surgeon decided to remove the lens and put in a different size diopter lens. The reporter stated that the surgeon didn't think that there was any problems with the first lens nor any issue of mislabeling, it was a surgeon's choice. No patient injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows that one haptic and a portion of the optic is torn off of the lens and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: no conclusion can be drawn. Based on the complaint history, work order and evaluation of the returned product, a specific root cause could not be determined.